Event description:
Information was received indicating that a serial cable was causing difficulties communicating with patient's devices. When the serial cable was oriented in a certain orientation communication was possible. The serial cable was replaced and the issue was resolved. The serial cable was then disposed by the user. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.